Event description:
It was reported that during a scheduled ivc filter retrieval approximately six months post filter implant, the filter was noted to be tilted and had migrated caudally. Attempts to remove the filter were unsuccessful and the filter remains implanted. There was no reported pt injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.